Event description:
A malfunction alarm was reported by the customer. There was no reported impact on the customer¿s blood glucose level. The customer was assisted with resetting the pump and was instructed to continue using it. Technical support advised the customer to report if the malfunction code recurs, and the customer acknowledged and understood the instructions.